Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the catheter, an 8709sc, was ¿review in out 2015¿. This information was previously reported in manufacturer report # 3004209178-2018-01714. However, clarifying information was further provided indicating this was a separate event, a system exploratory surgery in (B)(6) 2015 (specific date not provided). Therefore, going forward any further information pertaining to "review in out 2015", the (B)(6) 2015 system exploratory/revision, will now be captured in this current report. Information was received from a health care professional via representative regarding a patient in portugal who received an unknown medication with an unknown concentration and dose via an implantable pump. The pump was now currently, in 2018, delivering lioresal. The patient¿s medical history included cerebral palsy. It was reported that the 8709sc was ¿review in out 2015¿. This information was clarified by the representative and health care professional that the ¿review in out 2015¿ meant that the catheter was checked if it was patent and working correctly during a surgery in (B)(6) of the year 2015 and "so it was working correctly". It was further clarified that this was a procedure where the doctor opened the pump pocket, disconnected the catheter and looked to see if the catheter was patent. By patent it was meant that ¿it¿s leaking as normal¿. Then ¿it connects again¿ then closes the pocket incision in the skin of the patient. This surgery that occurred in (B)(6) 2015 was related to the implanted system due to the patient experiencing an increase of spasticity. The cause of the increased spasticity was unknown for the physician at that time. There was no allegation made towards the catheter. However, that was why they decided to revise the system ((B)(6) 2015) to check if everything was ok. The system was ok and as reported there was no problem with the system at that time. After that revision, the physician checked that the catheter was working correctly as the entire system. There was no report of any system replacements. After the surgery period, the patient went back to their life. In that surgery, no faults were present so the physicians excluded the increase in the spasticity being due to a system fault. The event w as reported as resolved. No further complications were reported/anticipated.